Event description:
Information received with return of the explanted device notes that the device was in back-up mode. At a previous follow-up, the bipolar lead impedance was <300 ohms with no capture and the unipolar impedance was 590 ohms with capture at 1.3v. After the device was removed, bipolar lead impedance was 560 ohms with an analyzer. Therefore, a new pulse generator was placed and good measurements were observed. The patient recovered after the event.